Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20-jan-2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on feb 20, 2020, with catalog mcghan390cc. Visual analysis of the returned device identified: crease fold, wear abrasion, brown particles, opening. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify crease smooth opening on radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side "rupture" of a saline device. Patient additionally reported the implant "hurting;" this event is not related to the device. Device has been explanted.